Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the distal conductor was extrinsically distorted due to kinking/buckling. The proximal conductor of the lead became extrinsically distorted due to kinking/buckling. Visual analysis of the lead indicated damage at implant. The analyst noted that the lead was returned damaged. Proximal conductor kinked visibly. Stylet insertion was performed, the stylet passed the is-1 pin, and then could not go any further at distance 39.3cm. Destructive analysis was performed and the distal conductor kink was observed. Distal conductor kinked prevents the stylet insertion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implantation of the right atrial (ra) lead, the physician was unable to advance the stylet down the lead, and encountered difficulty during placement. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.